Event description:
On (B)(6) 2011, the reporter/pharmacist contacted lifescan (B)(4) on behalf of the patient alleging that a one touch verio pro meter read inaccurately erratic. The reporter reported blood glucose results of "104 and 71 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The reporter did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The meter and test strips have been returned to lifescan for evaluation. The evaluation of the products has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011 the meter was tested and no faults were found. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.